Manufacturer narrative:
H.6. Investigation: six photos and one sample were received by our quality team for evaluation. The samples were subjected to visual inspection. A catheter tear near the tip was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing team evaluated the assembly line and there are no possible stations that can cause this damage. The root cause was not able to be established as the sample was returned in open packaging. H3 other text : see h.10.

Event description:
It was reported that one bd insyte¿ i.v. Catheter was cracked. The following information was provided by the initial reporter: "a crack was found on the catheter."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that one bd insyte¿ i.v. Catheter was cracked. The following information was provided by the initial reporter: "a crack was found on the catheter."